Manufacturer narrative:
(B)(4). A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the device was not provided, therefore the expiration date, approximate age of device, manufacture date and device unique identifier (UDI) are unknown. Approximate age of device - 26 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced a questionable seizure prior to suffering an embolic stroke on an unspecified date in (B)(6) 2015. CT scan results were not provided. Information regarding the patient's anticoagulation regimen was not available, however, the inr values were reported to be in the patient's therapeutic goal range. No additional intervention was performed as the family opted to withdraw care. The patient expired on (B)(6) 2015. The pump was reported to be functioning as intended. No further information was provided.